Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen blanked out and displayed a "test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunctions were not replicated or confirmed. The device was put through extensive testing without duplicating the malfunctions. It is important to note that the associated electrode pads used during the reported event were not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.